Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (302 mg/dl). Customer stated they believe the pump carbohydrate ratio needed to be adjusted. Customer's health care professional recommended the carbohydrate ratio be adjusted. Tandem technical support guided the customer adjusting the carbohydrate ratio. Customer delivered a bolus to address elevated bg levels.